Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple backup battery fault alarms. The backup battery was re-seated twice but the alarms persisted. The patient's controller was exchanged.

Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via analysis of the submitted log file and testing of the returned heartmate 3 system controller (serial number: (B)(6)). Visual inspection of the controller revealed that a pin on the connector of the backup battery was bent. The damaged pin carries the signal used by the backup battery to determine if the white power cable is connected to external power. During testing of the controller and backup battery, the black and white power cables were independently disconnected and a backup battery fault alarm activated when only the white power cable was connected. The alarm is consistent with the bent pin on the backup battery connector being unable to connect properly to the controller. The bent pin on the backup battery was straightened and the issue resolved. The returned controller then passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The bent pin issue would not result in loss of power to the system as the black power cable would still support pump operation during the atypical alarm. The root cause of the reported event was determined to be a bent pin on the backup battery connector, which prevented an appropriate connection between the backup battery and the system controller. The root cause of the pin becoming bent could not be conclusively determined through this analysis; however, the pin may have become bent due to the backup battery not being seated properly when installed in the controller. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 13mar2022. Heartmate 3 patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook (rev. C) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller backup battery pins for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.